Event description:
Reportedly, the device was explanted after an implant duration of 20.53 months for unknown reasons. Competitor's device was implanted as a replacement. No further details were provided. Information was learned through (B) (4) implant patient registry. The device will not be returned as it was discarded at the hospital.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures.no customer letter required. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Device not returned.